Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to oversensing during surgery on the patient¿s arm. It was noted that electrocautery was used near the device. The device oversensing triggered a lead integrity alert (lia) with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The device was interrogated and found to be working as normal. The device remains in use. No further patient complications have been reported as a result of this event.